Event description:
It was reported that the device exhibited loss of pacing and failure to interrogate and the device was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
Correction: g3: awareness date in (B)(4) in the supplemental should be 29 dec 2024.

Manufacturer narrative:
Correction g3: awareness date in 2017865-2024-73258 follow-up number 1 should have been 29 dec 2024 rather than dec 19, 2024, as submitted on dec 29, 2024.